Event description:
It was reported that the customer received readings on the sensor that varied from her blood glucose levels. Customer's sensor gave a reading of 70 mg/dl while her blood glucose was 180 mg/dl, causing her insulin pump to threshold suspend. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.